Event description:
It was reported that a lead was damaged during trial procedure. Imaging taken showed a piece of a lead contact was left stuck in the patients ligament.

Manufacturer narrative:
Sc-2316-50e (sn (B)(6)). The returned lead was analyzed and visual inspection revealed that the top three electrodes had separated from the distal end. The fractured cables revealed fraying of the breaks, lack of necking and discoloration associated with welding, and the proximity of the break points to the edge of the insulation indicate that the cables did not break at or near the welds. With all the available information, boston scientific concludes that lead damage was confirmed. The cables were exposed at the damaged portion of the lead. It appears that resistance was felt during the lead pull and lead was subjected to excessive tensile load causing damage to the distal array.

Event description:
It was reported that a lead was damaged during trial procedure. Imaging taken showed a piece of a lead contact was left stuck in the patients ligament. Additional information was received that the piece of the contact that was sheared off from the lead was removed during an explant procedure.